Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the observed issue could not be determined, however, due to the observed leaks in the bending section and biopsy channel, it is likely the proper device reprocessing could not efficiently be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that grip had a scratch; suction cylinder had no color; water tightness was lost due to damage in channel tube and pinhole on bending section cover; image guide protector was damaged; objective lens and light guide lens have cracked; connecting tube had a cut and the coating on universal cord peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a damaged sheath. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.